Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 440 (mg/dl). Customer administered an insulin injection to treat bg level per the recommendation of their health care provider. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump or additional follow-up. Customer indicated that their bg levels have started to decrease and will continue to monitor their levels.